Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to recurring incontinence. The patient's cuff was downsized from a 4.5cm cuff to a 4.0cm cuff. A patient outcome of fully recovered was reported.